Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 12mm, catheter was returned for analysis. Visual, tactile, microscopic analysis and a functional test was performed on the device. No issues were noted with the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 2mm tear in the mid-section. Tip showed no signs of tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 20 atmospheres as per, emerge, instructions for use (IFU). It was successfully inflated and held pressure. No issues were identified with the device. The allegation in the complaint was not confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the nominal atmosphere, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition. It was further reported that the balloon ruptured during the fifth inflation.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the nominal atmosphere, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition. It was further reported that the balloon ruptured during the fifth inflation.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the nominal atmosphere, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.